Event description:
Revision surgery - patient woke up with pain that was consistent with s1 nerve impingement. Post op CT showed both implants were too long and possibly causing symptoms. Surgeon removed 12.5x70mm and 8.5x80mm implants and replaced with shorter implants. He also added a third implant.